Manufacturer narrative:
No device problem was alleged and no device was returned as it was left in-situ. Review of the reported event identified the patient presented with a seroma that required a secondary procedure to reduce. Seroma's are a well known complication to surgery and considered the result of the body's natural healing process and not directly related to a nuvasive device or procedure. No additional investigation required. Labeling review: "contraindications: contraindications include, but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation. 3. Patients with known sensitivity to the materials implanted. 4. Patients who are unwilling to restrict activities or follow medical advice...6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels..." "Potential risks identified with the use of this system, which may require additional surgery, include...neurological, vascular or visceral injury. Metal sensitivity or allergic reaction to a foreign body. Infection...pain, discomfort or abnormal sensations due to the presence of the device..." "Warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components..." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." 9401879-en p-12/2018.

Event description:
The event was identified during a review of the cervical interbody pmcf study, the report identified that on (B)(6) 2024 a patient underwent a posterior fixation procedure at c2 to t2. On (B)(6) 2024 the subject was noted to have a developed superficial seroma secondary to closure of muscle flap that required a plastic surgeon to perform needle aspirations. Outcome was clinically resolved (B)(6) 2024.